Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure insufficient fixation was noted on the pacing lead. The lead was implanted however two days post implant slack was lost due to insufficient fixation of the helix. Dislodgement was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.